Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason this revision surgery was performed was a result of a patient joint dislocation after 1.6 months of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 855c1319. (B)(4). The root cause for the joint dislocation was not reported. Factors un-related to the implants that may contribute to a patient dislocation are: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.